Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: a review of the pump¿s black box history showed that a cs 012 call service alarm was recorded on (B)(6) 2014. During testing, a 10 unit audio bolus and a 10 unit normal bolus was performed with no alarms occurring.. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent condition was found to the continuous glucose monitor (cgm) or printed circuit board. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads down to the case seal. No battery or cartridge cap was returned with the pump. Test battery and cartridge caps were used to complete all testing. The complaint that the pump emitted a cs 012 call service alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The reporter alleged that the pump emitted a cs 012 call service alarm when performing a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.